Event description:
Philips received a complaint from the customer about the v60 ventilator indicating that the touchscreen was not working. The v60 touchscreen was unresponsive when the customer attempted to change the oxygen concentration percentage. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A biomedical engineer attempted a touchscreen calibration, but it was not responding on the lower half of the screen. A field service engineer (fse) ordered and replaced the touchscreen. The fse performed a calibration and confirmed the reported issue had been resolved. The device passed the required performance verification tests per philips standards and was returned to service.